Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is completed.

Manufacturer narrative:
Investigation revealed the field engineer (fe) used the lifting arm to lift the cage but did not secure it in place using the arm lock screw. Later, he loosened the screws that attach the other side of the lifting arm but not to the level that they were released. When he hit the lifting arm with the lead plate, the arm moved and released the cage, due to the released arm lock screw. The cage then slid down and hit the fe in the forehead. Technical difficulties to mount the lead plate in place, which could have led to the failure, were suspected and checked: the fe was questioned and confirmed that after he got medical treatment, he managed to complete the procedure without additional loosening or removal of any screws, covers or brackets; no issues were found during plate replacement reproduction on an equivalent infinia system in the production line: the procedure described in the service documentation was followed: the fe cage was lifted and locked in place using the lifting arm and the lead cover was removed. The lead cover could be easily returned to its place, without loosening any screws or brackets. Attempts to shock the lifting arm did not cause the fe cage to fall down. The manufacturing technician who assembles infinia systems for years does not recall any difficulties to assemble the plate in place. Therefore, it is concluded that there are no technical limitations that prevent the lead plate assembly in place according to the existing instructions. The applicable service instructions for the repair procedure in scope are the following: infinia with hawkeye service manual, direction 5494783-1en, section 11.4.3.4 (pm tube replacement and re-greasing); service note (B)(4) (infinia precautions when lifting fe cage to service position), which was released and in use since 2011. The service note includes a specific caution applicable to the case: "take care to tighten the arm lock screw firmly, so that the front end cage is locked in the service position. This will prevent any unexpected cage motion which may result in injury". The fe did not follow the applicable service instructions: he left the arm supporting the cage partially loose instead of securing it using the available means. In addition, he intentionally loosened screws that are not intended to be loosened. There was no defect of the system involved or its service instructions: the locking screw mechanism inherent in the design limits the probability of masses being unsecured and reduces the probability of occurrence of harm. In addition, the infinia service manual includes a warning regarding the need to support the cage and detailed instructions regarding the locking of the cage using the arm lock screw.

Event description:
It was reported that the field service engineer (fse) received a laceration on the forehead while performing a photo multiplier replacement service activity on the system. While putting the lead plates in the detector, the corner of the plate hit the bracket that was holding the card cage causing the card cage to fall, striking the fse in the forehead and causing a laceration. The fse received 7 stitches.